Manufacturer narrative:
Sc-1200 (sn:(B)(4)) and sc-4319 (ln: 19892091) device evaluation indicated that the device passed all tests performed. Sc-2408-56 (sn: (B)(4)) device evaluation indicated that the lead was pulled and cut. Damage to the device was similar to the typical explant damage and was not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient had an infection at the midline ipg site. Symptoms of fever and non-healing incisions were noted. The physician confirmed that the infection was non-device related and it was unknown if the recent procedure contributed to infection. The patient was prescribed antibiotics and the patient underwent an explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56 cm model #: sc-4319 lot #: 19892091 description: clik x MRI anchor.

Event description:
A report was received that the patient had an infection at the midline ipg site. Symptoms of fever and non-healing incisions were noted. The physician confirmed that the infection was non-device related and it was unknown if the recent procedure contributed to infection. The patient was prescribed antibiotics and the patient underwent an explant procedure. The patient was doing well postoperatively.